Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a spine procedure, the surgeon was using the device and a piece of the plastic tip melted off and fell into the patient¿s cavity. This piece was fully retrieved. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection showed that the blue heat shrink to have split and damaged, allowing the insulator to disengage. There was heavy eschar on the electrode. The reported condition of component disengaging was confirmed, but component disengaging into the cavity could not be confirmed. Device melting could not be confirmed, but there was insulation damage. Inspection found the blue insulation was damaged. The insulator had disengaged and was returned with the electrode. The blue heat shrink insulation holds the insulator in place and damage to the insulation can cause the clear insulation disengage. The damage to the electrode indicates the user mishandled the electrodes. It also may have been cleaned with an abrasive material. This cleaning method would also contribute to the insulator disengaging. The investigation identified the root cause of the reported event to be attributed to user handling damage. The instructions for use (IFU) states: the electrode has a coating to reduce sticking of eschar. Cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, discard it. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.